Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patients managing healthcare provider (hcp) increased the patient's dose and forgot to tell anyone. It was reported that the low reservoir alarm went off, but the empty pump alarm did not go off. It was noted that there was still drops of medication left in the pump and that could have been the reason why the alarm did not go off, but she was not certain. The pump is still in use and has been refilled. No further complications have been reported as a result of this event.

Manufacturer narrative:
Please see updated aware date of new information. Previous report noted aware date of 2018-feb-28 when the correct aware date is 2018-feb-27. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (7.5 mcg/ml at 2.6212 mg/day) and dilaudid (4 mg/ml at 1.398 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that during a refill on either (B)(6) 2018 the pump was discovered to be empty. No audible alarms were noted. The hcp made a request to have a device manufacturer representative confirm that the pump was working but the representative did not make it to the appointment. It was reported that the patient was experiencing increased pain. The patient was a resident at an assisted care facility and information was requested related to the pump therapy. The hcp was directed to follow up with the managing doctor. No further complications have been reported as a result of this event.